Manufacturer narrative:
H1 type of reportable event type of reportable event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl. Reportedly, a cartridge alarm occurred during the load sequence. The customer required assistance requesting and delivering a bolus to address bg level. A new cartridge was loaded, and the customer resumed insulin therapy.